Event description:
Patient later reported "throbbing pain, right side gel bleed, right sided lumps, silicone in axilla lymph nodes, rash, arm numbness, limited range of motion." Additionally reported was "high blood pressure" which has been deemed not related to the device. Affected side is right.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "I have a rupture with silicone in my lymph nodes, high risk of cancer, and other problems" on an unknown side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; silicone migration.